Event description:
It was reported that unspecified bd nexiva¿ catheter was torn off by an aggressive and confused patient. There was no report of serious injury, medical intervention, and blood exposure.

Manufacturer narrative:
Correction: in section h.10 of the previously submitted MDR, sections d.1 and h.1 were incorrectly referenced as the medical device expiration date and device manufacture date. This supplemental MDR is being submitted to correct those references to show the following: d.4 medical device expiration date, h.4 device manufacture date.

Manufacturer narrative:
Bd was not able to duplicate or confirm the customer¿s indicated failure as no item number, sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Three attempts were made to retrieve additional information from the customer. Customer has not responded. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time.

Event description:
It was reported that unspecified bd nexiva catheter was torn off by an aggressive and confused patient. There was no report of serious injury, medical intervention, and blood exposure.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that unspecified bd nexiva¿ catheter was torn off by an aggressive and confused patient. There was no report of serious injury, medical intervention, and blood exposure.